Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015 during hospitalization for an unknown indication, the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was reported that during the hospitalization for an unspecified indication, the patient experienced peritonitis. Treatment for the peritonitis event was unknown. The cause of death was reported as natural causes. The patient was not recovered from the peritonitis event at the time of death. An autopsy was not performed. Six days prior to death, the peritoneal dialysis catheter was removed and dianeal therapies were discontinued. No additional information is available.